Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis testing. The mega suturecut needle driver instrument was analyzed and was found to have a broken grip cable at the idler pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
On 09-jan-2024, intuitive surgical, inc. (Isi) received mw5149318 stating: mega suture cut wire broke inside of patient while suturing cuff. It indicated that the event resulted in a foreign body in the patient. The patient and procedure outcome were unknown at the time of this report. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the customer does not believe a fragment fell inside the patient. The instrument was inspected prior to use and there was no damage or anything out of the ordinary. The surgeon is unsure of what caused the instrument to break or caused the fragment falling issue. The customer is unsure if the surgeon noticed any issues with the functionality of the instrument during the surgical procedure. The customer is unsure if the instrument collided with any other instruments or other hard material during the surgical procedure.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Isi has not received the instrument for failure analysis investigations. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. .